Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a complete lead was returned in three pieces for analysis. Final analysis found that the insulation was abraded at cable lumen was noted at 9.0 cm to 10.5 cm and 12.0 cm to 12.8 cm from the distal tip. Second part of the damaged insulation was 8.0 cm (figure 7) to 10.8 cm (figure 8) and 30.0 cm to 30.3 cm (figure 9) from the distal tip. No other anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed externalized conductors on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.